Event description:
Account reported they obtained discrepant sodium and chloride results on a patient sample. The incorrect result was not used to guide therapy. The field service representative was unable to confirm any malfunction of the system.